Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and noticed scratches under her chin, eye and throughout her face the day of treatment. The patient's face was numbed approximately one and a half hours prior to the treatment. The patient stated that the system displayed an error message during treatment and she was concerned as it was her first treatment. The patient reported hearing a sizzling sound during the pulses and the second round of the treatment being very painful. The patient reported having a bloody, red, and swollen face and a dent under her eye post treatment. The patient was concerned about scarring from "fine line cuts" on her face. The patient has been applied after care gel and neosporin to the cuts and five days post treatment, reported she was healing. According to the treating facility, there were no system errors and nothing out of the ordinary during treatment. There was no skin change noticed during or immediately post procedure. The treating facility does not know if the scratches/cuts will heal without permanent scarring. The treatment tip was not inspected prior to or during use. The treating facility believes the treatment tip had a rough edge that they were not aware of.

Manufacturer narrative:
The treatment tip was not returned for evaluation. The treatment data card was returned for evaluation and the following errors occurred during treatment: operator is not maintaining full contact to skin, the handpiece or foot pedal button was released before the rf tone/ delivery was complete, the rep was not activated within three seconds of tip activation, rf delivery efficiency is poor. If the error occurs during treatment, the rf delivery will be stopped and the system will transition into action required mode. The system operated correctly, stopped rf treatment, and alerted the operator of the recoverable problems that required intervention. According to thermage user¿s manual surface irregularities, pain, erythema and bruising are all possible adverse patient reactions to thermage treatment. Based on the current information the root cause of the event could not be conclusively determined.